Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not received for examination. Provided photographic evidence exhibited that the drill was broken. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
It was reported that the drill bit snapped during use during thr. Alternative drill bit used.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.